Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on (B)(6) 2026. The patient's blood glucose levels reached 330 mg/dl. The patient had difficulty with pod management by themselves and was not able to wear a pod, subsequently going to the hospital to get their blood glucose levels managed. Symptoms reported include ulcer and severe depression. The patient was treated with unspecified fluids, insulin and an appetite stimulant. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.